Event description:
It was reported that the patient has been experiencing pain in his hip area. Additional event details indicated that there was a rejuvenate revision for corrosion. Surgeon also noted that trident shell had little to no ongrowth of bone. Trident shell was also revised.

Manufacturer narrative:
It was noted that the device is not available. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems.

Event description:
It was reported that the patient has been experiencing pain in his hip area. Additional event details indicated that there was a rejuvenate revision for corrosion. Surgeon also noted that trident shell had little to no ongrowth of bone. Trident shell was also revised.